Event description:
A pt was injected in the cheeks and naso labial folds with radiesse dermal filler; two months post injection, the pt developed hardened areas in the cheeks.

Manufacturer narrative:
During a follow-up with the clinic, it was reported that the hardened areas may have been due to infection. The pt was placed on biaxin (antibiotic) for treatment. The device history records for radiesse dermal filler lot 1012118 were reviewed; all required testing met specifications, and there were no deviations noted.